Event description:
No additional reported customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Correction to d4 for information incorrectly documented in previous report. Olympus will continue to monitor field performance for this device

Event description:
It was reported the subject device had broken glass in the system. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is no image because a lens is broken in the optical system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.